Event description:
It was reported by service report that the fowler gas cylinder will not hold the fowler in the upright position. No adverse consequences have been reported.

Manufacturer narrative:
Fowler.